Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs system and 3.1 inr on a comparison lab. Dosage was changed based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.